Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient reports current therapy is not working and is having a lot more accidents starting about 2 weeks ago. The patient states when it was first placed she felt discomfort and did not want to change therapy. The patient reports having more frequent utis, one last month, and another this month. The patient confirmed discomfort has subsided and wants to increase therapy. Agent did not ask about the circumstances that led to the reported issue. Pt was on program 3 at 0.3ma and increased to 0.4ma. Pt reports increasing therapy to 0.4ma last week for 1 day but decided to change back to 0.3 to consult with patient services first. Pt will remain on 0.4ma for at least 4 days to assess symptom relief. Pt mentioned during implant procedure she was not fully sedated and was "jumping" so may have caused lead to shift. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 978a128, lot#: va2dxgd, product type: lead. Other relevant device(s) are: product ID: 978a128, serial/lot #: (B)(4), ubd: 08-feb-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.